Event description:
The customer reported that after cutting and sealing during a hysterectomy, the device jaws could not be re-opened while on tissue. The surgeon removed the device jaws from tissue using a cautery device. The surgeon opened another instrument to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.